Event description:
The physicain used a wilson-cook triclip endoscopic clipping device for an egd procedure. Once the clip was fastened to the tissue, the physician experienced difficulty releasing the closed clip from the catheter. Another endoscope was passed and the clip was gently removed from the tissue site by biopsy forceps. An injury to the patient was not reported.